Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was super scratched up and not able to read the menu. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump alarmed no delivery. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with minor scratched lcd window noted.